Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch x-ray controller was evaluated and replaced. The system was returned to normal service upon completion of the repair. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the footswitch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to the reported event. The investigation concluded the foot switch failed due to normal wear and tear, as the foot switch was 10 years old. No further actions are planned by the manufacturer at this time.